Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device was returned, and analysis was performed.

Manufacturer narrative:
A supplemental report will be filed when analysis results become available.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device was returned and analysis is anticipated.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.